Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage from the rupper tip on the luer lock could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd maxzero needless connector, the device experienced blood and saline leakage. There was no reports of injury to the healthcare giver. The following information was provided by the initial reporter. The customer stated: when rn flushed distal access port, proximal access port spurted large amount of blood and saline after blood draw. The pressure from this flush caused fluid to escape through the rubber tip of the luer lock which was secured tightly to the access tubing. The luer lock was replaced and is functioning properly. Luer-lock secured at station. Blood sprayed onto the patient but did not come in contact with rn. Had potential for exposure or escaped medication/chemo infusion.